Event description:
This supplemental report is being filed to provide additional information that the patient decided to transition to comfort-care, so his system was turned off prior to discharge. There were no additional adverse patient effects. The system remains implanted but programmed off. It was reported that the patient had inappropriate shocks due to oversensing of wide complexes. The patient has another device implanted for heart failure. This subcutaneous device was oversensing and undersensing the heart failure device output and marking it as noise. The device sensing vector is programmed to the primary vector. Technical services discussed some programming options for the subcutaneous device. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of wide complexes. The patient has another device implanted for heart failure. This subcutaneous device was oversensing and undersensing the heart failure device output and marking it as noise. The device sensing vector is programmed to the primary vector. Technical services discussed some programming options for the subcutaneous device. There were no additional adverse patient effects. The system remains implanted.